Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility, the device could not access biomed mode because touchscreen would not respond. The probable cause was due to a broken device front bezel assembly. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility it was noted that the device could not access biomed mode because touchscreen would not respond. The device was returned to the biomedical department for a report of can't program. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.